Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the bed had a broken footboard with sharp edges. The customer could not determine if there was pt involvement; however, no adverse consequences were reported.